Event description:
The user facility reported during the vitrectomy procedure the cutter would start and stop cutting intermittently. Another pack was opened and the other cutters worked with no issues. There was no pt injury or complications.

Manufacturer narrative:
Eval completed. One opened (B)(4) pack from lot v3579 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was fluid in the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. However, visual inspection found the aspiration line and the air line are reversed. The air line was connected to the aspiration port on the back cap of the cutter and the aspiration line was connected to the air port on the back cap. A functional test was performed and found that air is blowing out the needle tip port during testing. It cannot be determined how or when the tubing became reversed or incorrectly attached to the back cap ports. There was fluid in the aspiration line which means the tubing was correctly attached to the back cap at one time. This cutter cannot function properly in this condition. The sterilization and lot history records were reviewed and found to be acceptable. Report 2 or 2. See 1920664-2015-00004.